Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient raised stimulation on (B)(6) 2018 to 1.1 v where they felt the vibration and were getting good symptom control. The patient noted the stimulation was uncomfortable, so they couldn¿t have it up that high. The patient reported they had 2 shocks. When asked if they were shocks or the stimulation up high the patient reported ¿it was a shock, it felt like I put a wet finger in an electrical outlet, I couldn¿t put my foot on the floor because the pain went from my toes to my belly for about 45 seconds and I had to rub my foot¿. The patient was asked what they were doing when they felt the shocks and they reported they had just walked up some stairs and opened their door, just doing normal walking up the stairs like they did a few times a day. The patient stated they had not just increased stimulation. The patient clarified that the first shock was on (B)(6) 2018 at 1.0 v, it went up their leg to their midsection. The other shock was on (B)(6) 2018 at 1.1 v and they felt the shock in their genital region, it was pretty overwhelming, and they had soreness. The patient noted that the soreness and shocking had since gone away. It was noted that the change in therapy was sudden. The patient synced on the call, stimulation was on at 1.1 v on program 1. The patient moved to program 2 at 0.0 v, turn stim on, and increase to 0.7 v where they felt comfortable stimulation. The patient was going to see if that settings helped. The patient was advised to consult with their healthcare provider. No further complications were reported.